Manufacturer narrative:
Date of this report: 08jul2021.

Event description:
It was reported to philips that the device had an alarm led (light-emitting diode) failure. The device was reported as being in use at the time of the event on a patient. There was no patient or user harm reported.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty power switch overlay. The fse replaced the power switch overlay to resolve the issue and bring the device back to functionality.